Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were underfilling ad had air bubbles while filling. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: 363083, batch no: unknown. It was reported the tubes were underfilling and had air bubbles while filling. Customer has noticed an increase in complaints about 363083's not filling to the minimum line, and in the months of january and february of 2019, the percentage of incidents of underfilled tubes has almost doubled."